Event description:
In 2008, I was diagnosed with ankylosis and needed to have my present implants removed. I approached the university of florida college of dentistry for their opinion on my condition, and they conferred that I needed my implants removed and have tmj concepts specialized total joint replacements put in my jaw. They placed arch bars to keep my jaw aligned. Within one month, they removed my arch bars. In 2008, a panoramic film was taken. My left side was healing o.k, but my right side had redness and a small pus ball, which they said was part of the healing process. I immediately, after the surgery had nausea and severe pain. Went to my primary doctor and he took a culture of my right incision, and mrsa was the outcome. I was put on a PICC line for six weeks with vancomycin. My incision never healed. The doctors had me come in the office. And put a device like a tooth pic, and lifted the implant at the infected area and a flow of mrsa, came flowing out. They immediately took my right implant out six months later. This was not reported to the FDA. I questioned the doctors at college of dentistry, why my wound never healed and this staph infection occurred? They responded that this happens sometimes. I truly believe that the implant put in me had mrsa on it before it was put in my jaw. Following the removal, mrsa came back in my system, rather, never left my system and was diagnosed again in my left implant. I was put back on the antibiotic for six weeks. My left implant is still in and I constantly am getting boils around this implant area. This is the reason that I have determined that the mrsa came from tmj concepts with it there. My left implant needs to be removed and keep me from constantly getting reinfected. The doctors should have contacted the FDA about these implants being infected. I need this matter investigated, because I do not believe that the proper procedure was implemented. Why don't these implants have tracking implants came with mrsa in them. Tmj concepts. Jaw - prostheses 3 pieces each side. Dates of use: 2008 - 2009. Diagnosis or reason for use: ankylosis in temporomandibular joint.